Event description:
It was reported in 2007, a stenting procedure to treat intracranial atherosclerotic disease in the left vertebro-basilar junction under hde (humanitarian device exemption) designation. "Two stents were used to treat 2 lesions in the target vessel. Pre-procedure stenosis was 80%." Predilation's were performed on both lesions using a balloon catheter. Both lesions were treated with the stents without incident. "Residual stenosis was 90%. No procedural complications reported during the stenting procedure itself. The lesion treated with the 3.0x20mm stent (subject device) had a residual stenosis of 40%, whereas the lesion treated with the 3.0x15mm stent had a residual stenosis of 10%. There were no reported complications during the procedure." It was reported that "during a follow-up visit, the patient reported a stroke that occurred in 2006. The stroke resolved with residual effects the next day."

Manufacturer narrative:
Subject device was placed without incident, as there were no complications during the procedure. Follow up requests for additional information have not been successful to date. The reported adverse event is documented in the device directions for use. Based on the information known at this time, boston scientific cannot conclusively determine the cause of the user's experience. No conclusion can be drawn, as there was no device failure. Because the device remains implanted, no evaluation will be performed.